Manufacturer narrative:
A siemens global product support (gps) specialist has evaluated the patient data. The cause of the falsely high troponin results on the immulite 1000 instrument is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00294 was filed on april 21, 2104. Additional information (10/24/14): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) (B)(4) was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.

Event description:
The customer has obtained falsely high troponin values on one patient sample for the turbo troponin assay on an immulite 1000 instrument, when using reagent lot 318. The patient sample was run twice on the immulite 1000 instrument and the results were high and did not fit the clinical history of the patient. The sample was then run on an alternate platform where the result was negative. It is unknown if the initial results on the immulite 1000 or the repeat result on the alternate platform were reported to physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely high results obtained on the immulite 1000 instrument.